Manufacturer narrative:
In customer possession.

Event description:
It was reported that three blockers were found loose during revision surgery. The surgeon suspects that this contributed to non-union, for which revision was performed.

Manufacturer narrative:
Visual, dimensional, functional inspection, and material analysis could not be performed as the device remains in the possession of the customer. Complaint history records were reviewed for the lot number provided and no similar events were identified. Manufacturing history records were reviewed for the lot number provided and no relevant manufacturing issues were identified. It was reported that the patient was revised due to a blocker migrating post-operatively. Root cause cannot be identified; however, some possible root causes are: incorrect tolerating of blocker to tulip head; cross threading of blocker and screw; previously damaged or deformed blocker inserter used; counter torque tube not used for alignment; damaged threads on blocker. Device remains in customer possession.

Event description:
It was reported that four blockers were found loose during revision surgery. The surgeon suspects that this contributed to non-union, for which revision was performed.